Manufacturer narrative:
The reported complaint that "the autopulse platform (sn (B)(4) displayed user advisory (ua) 17 (max motor on-time exceeded during active operation)" was confirmed during the archive data review but not during functional testing. A review of the archive data log file indicated that autopulse stopped compressions multiple times due to (ua) 17 on the event date. The motor was on too long during active operation and the autopulse did not reach the target depth within the specification. The take-up target and the encoder take-up end values indicated the patient chest circumference was large in size and very stiff to compress, likely the root cause for the (ua) 17. During visual inspection, unrelated to the reported complaint, cracks were observed in the screw well area of the front and bottom covers, and both head restraint wires on the top cover were heavily frayed. The damaged head restraints do not render the autopulse platform non-functional. The observed physical damage appeared to be characteristic of user mishandling. The top, front, and bottom covers were replaced to address the observed physical damage. A review of the archive data showed multiple (ua) 17 were observed on the event date; thus, confirming the reported complaint. Unrelated to the reported complaint, the archive showed (ua) 02 (compression tracking error) also occurred on the event date. The autopulse platform passed the initial functional testing without any faults or errors. The (ua) 17 could not be replicated. The drive train motor brake gap was inspected and verified to be within the specification of 0.008" ±0. 001". The load cell characterization test was performed, and the result indicated a single point load cell module #2 failure, with the output reading values over-reporting, related to the (ua) 02 seen in the archive. Single point load cell module #2 was replaced to remedy the issue. The broken/cracked covers and load cell failure were likely attributed to mishandling such as a drop, or the age of the platform. The platform was manufactured in 2008 and is 14 years old, past the service life of 5 years. Also unrelated to the reported complaint, the ir port of the processor board was not functioning, likely attributed to the age of the platform. The device's archive files were downloaded via the serial port. The processor board was replaced to remedy the issue. During servicing, unrelated to the reported complaint, the encoder drive shaft did not rotate smoothly and exhibited binding and resistance, likely due to the normal wear and tear. The sticky clutch's impact was not severe enough to make the platform non-functional. The clutch plate was deburred to remedy the issue. Following service, the autopulse platform passed the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries without any fault or error. The autopulse platform passed the final testing without any fault or error. Historical complaints were reviewed for service information related to the reported complaint, and there were no similar complaints reported for autopulse platform with sn 21809. The death was not related to the autopulse device. The autopulse is used as an adjunct to manual CPR, adjunctive use only indication is prominently displayed on device labels and in the device manual. The benefit of using the autopulse is that it in part substitutes mechanical compressions for the physical labor of manual chest compressions when effective manual CPR is not possible. If the autopulse did not start or unexpectedly stops compressions, rescuer should revert to manual CPR, which is the standard of care. The autopulse is intended to be used as an adjunct to manual CPR on adult patients. In case of stoppage of autopulse the trained user reverts to manual CPR. The transition from autopulse to manual CPR by trained users is similar to the time necessary for rescuer rotation and presents the same workflow as manual CPR. Hence, based on available information, the patients' outcome was not negatively impacted by the interruptions when compared to standard of care manual CPR. Out-of-hospital cardiac arrest (ohca) is one of the main causes of death in industrial nations. About 25% of patients survive this event and make it to the hospital, and even fewer patients survive after 24 hours (nichol, nejm, 2015). In the united states, survival to hospital discharge after non-traumatic emergency medical services-treated cardiac arrest with any first recorded rhythm was 10.6% for patients of any age. Of the bystander-witnessed out-of-hospital cardiac arrests in 2011, 31.4% of victims survived to hospital discharge (mozaffarian, circulation, 2016). Death is an expected outcome for ohca.

Event description:
During use on a 65-year-old 300-pound male patient, the customer reported the autopulse platform (sn (B)(4) displayed user advisory (ua) 17 (max motor on-time exceeded during active operation). Bystanders reported the patient appeared to be in distress and ems was called. When the hillsborough county sheriff office (hcso) arrived, the patient was in respiratory distress, leaning against a vehicle. The patient was lowered to the ground and CPR was initiated by hcso. The patient experienced cardiac arrest approximately 5 minutes before the arrival of the engine 23. The crew attempted to switch to the platform but due to the displayed (ua) 17, the platform was abandoned, and manual CPR was continued. Return of spontaneous circulation (rosc) was not achieved. The patient expired in the emergency department. The customer reported that the failure of the platform did not affect the outcome of the deceased patient.